Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for ljbp 5.7.2020information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was "not working to its full capacity". The patient said it was this wat since date of implant. The patient had never been satisfied with the device and stated his tremors were out of control. He said he does not see a difference in his tremors whether the device was on/off. The patient said he had superficial muscle pain on his left side. The patient stated he was misdiagnosed with parkinson's and he was told the device couldn¿t be removed. The patient clarified that the neuropsychologist told the patient he did not have parkinson's and had a functional neurological disorder. The patient said the implanting physician did not conduct his own exam and targeted the wrong part of his brain. The physician never did an MRI to determine if he got the leads in the correct spot. The patient mentioned me had scar tissue and inflammation from the lead on the left side. He said he should have never been implanted with the device due to the misdiagnoses. No further complications were reported/anticipated. ** see crts 3732997 for previous reports of infection**

Event description:
Additional information was received. It was reported the patient's tremors were all psychosomatic, and that other physicians had turned the device off, without the patient knowing, and did not notice any tremors. The patient believed the device may be depleting because their left hand tremor was increasing. It was also noted the patient had been told their tremors would stop if they meditated or focused.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
They said the physician was targeting a specific area of the brain and missed it. Not only did the physician miss the targeted area, he pierced the caudate nuclei which caused a "swirling" of the right leg.

Manufacturer narrative:
Continuation of d10: product ID 37603 lot# serial# (B)(6) implanted: 2018(B)(6) explanted: product type implantable neurostim ulator product ID 3387s-40 lot# serial# (B)(6) implanted: 2018-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: (b)6) 2018. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that he can tell the battery started to die because his tremors stared to go to all his limbs. The patient asked if the leads could be removed. The physician said he wont touch them. The patient also mentioned you could see lumps on his skull.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the left side is 2.89 volts and right is 2.82 volts. The patient said the hcp made the wrong diagnosis, thus the dbs therapy doesn't help. Therapy can be on or off and there is no difference in tremor. The patient is waiting for the battery to get to the point of replacement to get device removed or he has the choice of going to a clinic to get the system removed now.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40, serial# (B)(6), implanted: (B)(6)2018,explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that although the patient stated that the left side of his body is useless and his arm still shakes, he said yoga and certain breathing exercises can stop the tremor on the left side. Patient stated that he "knows" that 3 of the 4 electrodes aren't working due to not having control of his tremor on his left side. Patient stated that his muscles "intensify" on the right side of his neck when he is "stressed out driving" which causes discomfort. Patient stated that the discomfort comes from the scar tissue that built up around the lead on his right side. Patient also mentioned that his ins batteries "stick out" of his chest, noting that it can be painful when he crosses his arms or is sleeping with his arms on top of his chest. Patient said the ins battery on his right side is more pronounced and sticks out more than the one on the left. Patient inquired size of percept ins, and the info was reviewed info.patient said he has the ability to change the amplitude with his programmer, but not the rate or pulse width. Patient was redirected to the health care provider (hcp) to discuss. Patient mentioned that his hcp doesn't believe that the patient has parkinson's and thinks the patient has a condition that has "something to do with ptsd" with symptoms that are psychosomatic due to the trauma of his ex-fiancé committing suicide. As a result, patient stated that his hcp is trying to determine if the ins batteries should be removed, replaced with new ins batteries, or if the leads need to be repositioned. Patient stated that his hcp told him about a non-invasive device that can help control tremors and inquired if mdt manufactures one and the information was reviewed